Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) reported that the patient had lost weight and the battery moved. A pocket revision was performed (B)(6) 2020. No patient symptoms were reported. No further complications were reported/anticipated.